Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a donor lap nephrectomy, the clips were not forming. The clips appeared formed at the distal end and not proximally. There was a gap in the clip. All the clips that did not form were removed from the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.